Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change when insulin was found leaking at the connector, which the user had attached to the cartridge before inserting the cartridge into the pump chamber, contrary to the instructed sequence. Symptoms included nausea. Outcomes included no hospitalization or professional medical intervention and continued elevated blood glucose confirmed by fingerstick. Investigation included customer interview and troubleshooting. Investigation of this case revealed user technique error during the cartridge-connector installation that likely led to a leak and interruption of insulin delivery. It was concluded that the event resulted from user error related to the connector installation, and the user was counseled on the correct procedure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.